Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effects of angina and occlusion, as listed in the xience prox everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (lad) artery. Reportedly, the 1.5mm small vessel was over-stented with a 3.0x23mm xience prox, after which the vessel was closed with no blood flow visible. Balloon angioplasty was performed; however, blood flow was not restored. The decision was made to stop the procedure at that time. There was no reported clinically significant delay in the procedure. Approximately 10 minutes later, the patient experienced angina; however, electrocardiogram (EKG/ECG) was performed with normal results (no myocardial infarction). The patient was transferred to the intensive care unit (ICU), where the patient remains hospitalized. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.